Event description:
It was reported that the lead appeared bent at the tip. This lead was not implanted; another lead was used for implant. There were no issues to the patient.

Manufacturer narrative:
(B) (4). The lead was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.